Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not generate and alarm and the patient passed away. Following the patient's death, the customer requested assistance pulling logs and waveforms to confirm the device was working as expected. The patient was monitored for spo2 and nibp at a minimum from what the user remembers. It was indicated the emergency department does not admit the patients to the central station, so information available was limited; however, the customer was able to obtain the logs and reports, which was sufficient. Additional information was not provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. While the tc was onsite with the customer biomedical engineer (biomed) and emergency department (ed) physician, they were able to clarify that there was no alleged failure of the device; what they wanted was to review the wave strip during for (B)(6) 2025. In the ed department they do not admit patient's to the patient information center ix (pic ix) so that information was not available. The tc asked if further inquiry was necessary and they declined. Based on the information available, there was no alleged failure. The reported problem was not confirmed. The device was confirmed to be operating per specifications; the customer only needed assistance with retrospective data. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.